Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device's display was frozen on startup. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The display was the cause of the reported issue. The customer will proceed with repairs when the part becomes available.